Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency then subsequently hospitalized due to elevated blood glucose (bg) levels. Reportedly, the contact believes the elevated bg levels occur when the pump battery level reaches 45-50%. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.